Event description:
Per a medwatch 3500 form received from the user facility "the patient's diagnosis was a grade 4 subarachnoid hemorrhage of the right middle cerebral artery. During coil placement to correct the hemorrhage, multiple attempts to place the coil resulted in a fracture of the coil. A fifth coil was placed within the inferior middle cerebral artery to secure the broken piece of the coil". No information on the patient's status was disclosed.

Manufacturer narrative:
(B)(4). Boston scientific has made several attempts to gather additional information regarding the alleged event without result. Currently there are no further details to report.